Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 412 mg/dl which was treated with manual injection. Customer stated that the insulin pump had insulin flow blocked alarm. Customer¿s mother stated that it had been resolved already when they changed the infusion set. Customer was unable to do troubleshoot. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.